Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 450 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 450 mg/dl and the sensor glucose reading was 324 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. Customer declined troubleshooting. The sensor was not returned for analysis.